Event description:
The customer reported a clear and colorless leak inside the coulter hmx hematology analyzer with autoloader. The customer indicated that approximately 10 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and face protection at the time of the event and no injury or exposure was reported. No discrepant patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a misaligned bsv (blood sampling valve). The fse indicated that the pancake valve arm was incorrectly attached to the bsv. The fse proceeded to reassemble, clean and correctly reassemble the bsv to resolve the leak. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to a misaligned bsv. Beckman coulter internal identifier for this report is (B)(4).